Manufacturer narrative:
The reported event of not possible to fully insert the rv-lead into the device connector was confirmed. The pacemaker was returned for analysis. Analysis revealed the rv and a-setscrews were down in the connector ports blocking lead insertion. When the setscrews were retracted out from blocking the port, leads could be fully inserted into the connectors. The setscrews could be tightened down on the leads and the leads were held firmly in the connectors. No device anomalies were found.

Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead could not be fully inserted into the pacemaker. The physician elected to complete the procedure with a different pacemaker. There were no patient consequences.